Manufacturer narrative:
A visual inspection and functional was performed on the returned device. The reported difficulty retracting the foot was not confirmed during functional testing. The reported sure break was not tested as the suture was not returned. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to close the lever/ retract foot, include, but not limited to suture caught in foot. The inability to close the foot likely contributed to the difficulty removing the device. The resistance encountered during removal likely led to the suture breaking. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional mitraclip procedure. Reportedly, the prostyle device got stuck inside the patient, as the foot plate didn't fully retract although the lever was able to go down. In attempts to remove the prostyle device, a suture break occurred. The prostyle device was able to be removed carefully by withdrawing the device from the patient's anatomy. No vessel damage occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 22f sheath, and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.